Event description:
From staff: a 10mm arthrex flipcutter was being used to drill a tunnel in the patient's right knee. The flipcutter broke. The pieces of flipcutter were removed. X-ray images were obtained of the right knee to ensure all pieces of flipcutter had been removed. From op report: using the retroconstruction jig, we were able to drill a 2.4 mm guide pin into the middle portion of the tunnel. We then exchanged this for a 10 mm flipcutter. We then retro drilled this. However, after approximately 10 mm of retro drilling, the retro drill suddenly advanced. We stopped drilling and had noticed that the drill tip had become separated at its mechanism. We successfully removed nearly the entirety of the flipcutter through its socket. We then meticulously spent time to remove the drill tip. This was removed in unison. There was a small additional guide pin connecting the two, which was also removed. Fluoroscopy was employed and we could find no evidence of further metal fragments, and it did appear that we were relatively easily able to reconstruct the broken fragments and there was no evidence of any missing pieces. We also undertook an extensive search and could find no further evidence of metal fragments. As such, having visually confirmed and radiographically confirmed no evidence of further fragments, we elected to continue. It was likely evident that the flipcutter broke owing to the differential bone densities from the previous reconstruction and, as such, we replaced the 10 mm flipcutter and very carefully retro drilled this. This was successfully performed and then a passing suture placed.